Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the ez45b instrument did not cut. Another instrument was used to complete the case. There was no consequence to the pt. The device is not being returned.